Event description:
The hcp reported the catheter was explanted due to a granuloma at the catheter tip. The catheter was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.